Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty forced sensor resistor (gold). Pump passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was unknown. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.